Manufacturer narrative:
Device used for treatment, not diagnosis. ¿a prospective clinical study of proximal humerus fractures treated with a locking proximal humerus plate¿ (2011)yang, h., et.al. Journal of orthopedic trauma 25(1), 1-12. This report is for an unknown locking proximal humerus plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿a prospective clinical study of proximal humerus fractures treated with a locking proximal humerus plate¿ (2011)yang, h., et.al. Journal of orthopedic trauma 25(1), 1-12. The country of origin for this article is (B)(6). A prospective study was done at a university medical center to evaluate the safety, efficacy, and functional outcome of the locked proximal humerus plate. The study was carried out from february 2005 to march 2007 in which 64 patients underwent surgical treatment for proximal humerus fractures. The study was carried out using a synthes locking proximal humerus plate (lphp) (synthes (B)(4)). This study consisted of two groups, 34 patients in the adequate medial support group and 30 patients in the inadequate medial support group. Of the adequate medial support group 24 are female and 10 are male. Of the inadequate medial support group 16 are female and 14 are male. The reported complications were five patients who had screws that penetrated the humeral head and all underwent removal of the penetrating screws. This is report 1 of 4 for (B)(4). This report is for an unknown locking proximal humerus plate (lphp). This report is for one (1) device.